Manufacturer narrative:
(B)(4): pseudoarthrosis. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient was instrumented at l4-s1 with posterior fixation. Approximately 2 months post-op, the patient unde rwent revision surgery due to non-fusion and hardware failure at the two s1 screws. The two screws broke just below the screw tulip through the first and second thread respectively. The patient reportedly did not suffer any accident or incident which may have initiated screw breakage. The revision surgery involved fixation at l4-s1 and illiac using the posterior fixation.